Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative was verifying the straight probe on the system in the ent software, the screen turns blue. Troubleshooting included the work around of verifying a different probe and going back to the straight probe did not resolve the issue. The site did not purchase the ent license for their system it was purchased for a different system, so the software was requested to be uninstalled from the system and the issue resolved. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative was verifying the straight probe on the system in the ent software, the screen turns blue. Troubleshooting included the work around of verifying a different probe and going back to the straight probe did not resolve the issue. The site did not purchase the ent license for their system it was purchased for a different system, so the software was requested to be uninstalled from the system and the issue resolved. No patient was present at the time of the event.